Event description:
A patient was presented to our etc with complaints of abdominal pain and nausea and vomiting. Hida scan showed gallbladder did not fill so patient was taken for laparoscopic cholecystectomy. Patient tolerated procedure without complications. At the end of the surgery the battery of the stryker irrigator was noted to be leaking amber colored fluid. The fluid was leaking out of the bottom of the battery pack. The battery pack was opened for investigation and there was noted to be amber colored residual around some of the metal contacts. The fluid in the irrigation tubing was inspected and found to be clear.